Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2025. It was indicated that the patient rubbed/bumped/laid on the transmitter, which is misuse of the device. It was also indicated that the patient used an alternate blood glucose test site, which is misuse of the device. According to the patient, on (B)(6)2025, the patient experienced vomiting, thirst, and was dehydrated. The patient was brought to the hospital by an ambulance, and when a fingerstick was taken the cgm reading was 60 mg/dl, and the blood glucose reading was 980 mg/dl. The patient was treated with intravenous insulin, electrolytes and drank extra liquid. The patient was discharged from the hospital after 2 days. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.